Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) states that the leg on the lift is wobbly. She also states that they have been having a hard time keeping it charged. She states that the battery will accept a charge but it doesn't stay charged for long.